Event description:
The user facility reported a 55-year-old female noted as high risk percutaneous cardiac insertion. During implantation of the device, there was difficulties placing the oscor 14fr x 25cm sheath after sequential dilation using the impella insertion kit. The sheath tip was bent on the dilator and a 16fr cook dilator as well as a short oscor 14fr x 13cm sheath were both utilized to manage the complication. Eventually, the pump was explanted.

Manufacturer narrative:
The impella device was not returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product for the root cause of this investigation is not determined.